Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit would not show the battery charging indicator, and the unit would not display battery capacity. The fse "vaccumized" the power supply but the issue remained. The fse suspected the issue could be a faulty power supply. The fse replaced the power supply and tested the unit. The unit was working okay and had a working charging indicator. The unit was handed back to customer in good working condition

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) charging indicator was not reflecting. No patient involved.